Event description:
The facility returned the device for aervice. During service testing, the baxter reapir technician reported that the device under delivered. The hosp. Rep. Stated that there have been no reports of any pt incident involving this pump since the last baxter service event.